Event description:
I ordered face masks on (B)(6). I received a package yesterday with the mailing label and the enclosed product. As you can see, the product is completely labeled in (B)(6). There is no english labeling on the product. I was not sure if this is a legal product without english labeling, and/or if this product meets the current regulatory requirements for face masks, even under the eua. Allegedly this is supposed to be (B)(6) disposable face masks advertised on (B)(6). (Bought on (B)(6)). FDA safety report ID# (B)(4).